Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have had a lot of problems with this thing since the equipment was implanted. Patient stated they are either getting sick from being buzzed. Patient said they have gone down and made a list of what each category does for them. Patient said that they don't know how to set it up. Patient said they already went to the doctors office to set it up. Patient noted they have met with a medtronic representative at the doctor's office, and the representative tested the wiring and that made them so sick that they had to go to bed after they got home. Patient said that they set up the stimulation to the point that they will feel the buzzing, and they will just decrease the intensity until they feel neutral. Agent reviewed general therapy guidelines and expectations. Through out the call patient mentioned several setting and intensity level that they went through in all groups and programs. Patient also mentioned that they h ave been trying to adjust the intensity because they are getting buzzing on their head and also headaches and they think they have overdone it. Patient wanted to know if they needed to set the intensity to where there was no buzzing or if they had any other groups to try. Patient confirmed they were on group a and they have been trying to switch groups and been trying to increase and decrease the intensity where they don't feel the buzzing. Agent informed patient that they can increase and decrease the stimulation on their desired level and based on their comfortable level. Agent informed patient that if they wish to have a new programming they need to contact their hcp and representative. Patient said they just have questions on how they do their intensity settings. Patient commented that it has been like a roller coaster one day they will feel the buzzing sometimes it's not. Agent advised patient that it may depend on their pain level and they can adjust on stimulation on their mystim app.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned "hurting me bad" and "it's" not cycling through recognizing it (agent understood patient was referring to the stimulation). Patient mentioned they were in group c program 1 at 5.6 , that was bothering them then they go down to 3.9. Patient mentioned they have a headache that will explode had it all day today. Patient mentioned they had spinal damage, has foot drop and surviving carpal; tunnel feels like their hand ison fire. Patient commented the during the trial period was perfect. Patient commented their implant battery can drain in a day and they can charge their implant every day. Patient commented they thought the implant would recognize they have a headache and would automatically adjust the stimulation. Patient mentioned they were in a lot of pain and it was a rollercoaster rise with the pain in their carpal in their hand. Agent reviewed with patient how to adjust the stimulation and patient was able to adjust stimulation to a comfortable level. Agent informed patient to try the other groups for a few days and monitor. Agent informed patient if they weren't getting any pain relief to follow up with their hcp to further address the issue.